Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the crimped stent found no issues with the profile and no signs of overlapping or raised stent struts. The crimped stent outer diameter was measured and found to be within specification. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found one hypotube kink 66mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several outer kinks on the proximal side of the extrusion shaft. It was possible to pass the device over a 0.014" guidewire, however slight resistance was met at the port exit due to dried blood. The device could be inserted through a 5f guide catheter (5 french/ 1.76mm) without any issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting procedure removal difficulties occurred. The target lesion was located the left circumflex (lcx) artery. During advancement of the 2.75x12mm promus element plus through the guide catheter the device became stuck and could not be advanced or withdrawn. The device was removed with significant force. The procedure was completed with another 2.75x12mm promus element plus stent. No patient complications were reported, and the patient's status is stable.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting procedure removal difficulties occurred. The target lesion was located the left circumflex (lcx) artery. During advancement of the 2.75x12mm promus element¿ plus through the guide catheter the device became stuck and could not be advanced or withdrawn. The device was removed with significant force. The procedure was completed with another 2.75x12mm promus element¿ plus stent. No patient complications were reported, and the patient's status is stable.